Manufacturer narrative:
Corrected fields: - d5 (operator of device): corrected to patient/consumer - d2 (common device name): corrected to cardiac resynchronization defibrillator - h6 (impact codes): the previous selected code was corrected to "f15 - recognised device or procedural complication".

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered multiple inappropriate anti-tachycardia pacing and tachy shocks due to 2 episodes of atrial fibrillation with rapid ventricular response. Patient had a history with this condition. This device was reprogrammed as corrective action for these episodes. The patient had an av node ablation procedure scheduled, although this was not intended to resolve this device malfunction. Therapy was exhausted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple inappropriate anti-tachycardia pacing (atp) and tachy shocks due to 2 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Patient had a history with this condition. This device was reprogrammed as corrective action for this episodes. The patient had an av node ablation procedure scheduled, although this was not intended to resolve this device malfunction. Therapy was exhausted. No additional adverse patient effects were reported.